Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low battery alert from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the batteries only lasted 1.5 days. The customer stated that the pump is on vibrate mode. The customer was advised to monitor the pump and insert a new aaa alkaline battery. The product was returned for analysis.